Event description:
Pt underwent right total hip arthroplasty. Post-operatively, pt has had increasing pain. Six months later, the physician was informed that the lot number implanted was among those recalled by the co for concerns that mfg residue left on the socket may cause adverse reaction including pain and the potential for hip failure. Pt has been scheduled for revision of arthroplasty.